Event description:
The customer reported there was an interlock failure activated error message. This error will cause the system to shutdown un-commanded. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. The system operates as intended.